Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous, 100% stenosed, de novo lesion in the right coronary artery (rca). A 3.00x15mm trek balloon dilatation catheter (bdc) was advanced for pre-dilatation to the lesion with resistance from the anatomy, and inflated three times to 14 atmospheres (atm), when the balloon ruptured on the third inflation at 14 atm. The trek bdc was removed without issue and replaced with a non-abbott balloon to perform additional dilatation, followed by placement of a xience stent to successfully complete the procedure. There was no reported adverse patient effect and no clinically significant delays in the procedure. No additional information was provided.